Event description:
Confirmed revision of pinnacle/corail implants due to pain and discomfort. Evidence of severe bone and tissue damage found during revision, stemming from reaction to metal hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other reported incident against the 2892870 lot code for pain and discomfort. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. Received operative notes indicate the patient was revised to address a metal on metal reaction. Grey tinted fluid with puss noted. Previous aspirate for metal on metal reaction was reported negative. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. (B)(4). Xrays received. The bioengineering report ((B)(4)) concludes that the root cause is undetermined. The report goes on to state that a review of the patient notes indicates falls prior to revision of the knee, these may have had an impact on the hip joint. The x-rays show a stem that is in varus. The cup inclination angle is acceptable. There is limited version on the shell. It is not possible to say if the stem loosening was as result of the change in alignment of the limb, or, the large stem size, or, other factors. No implant was returned for review so it was not possible to comment. No revision operation notes were provided for review. It is not possible to say if there was a manufacturing fault. None was reported by the complainant. It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. Post market surveillance is per (B)(4). The cd¿s containing the patient records and x-rays have been sent to the bio-engineer. Upon their return, the cd¿s shall be placed into our archive unless the complainant indicates that they should be returned to them.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other reported incident against the 2892870 lot code for pain and discomfort. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. Received operative notes indicate the patient was revised to address a metal on metal reaction. Grey tinted fluid with puss noted. Previous aspirate for metal on metal reaction was reported negative. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Information received from kennedy's. Confirmed revision of pinnacle/corail implants due to pain and discomfort. Evidence of severe bone and tissue damage found during revision, stemming from reaction to metal hip. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.